Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were not responding. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they tried to down load the info and it was jumping dates, customer having trouble with it, burning through it was pop up with different screens. Customer states the time was advance. Customer states the battery issues started, the light did not come on and the up and down arrows were worn out and the b button did not have the b on it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.